Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Additional, corrected and/or changed data: b.5, b.6, b.7, e.1, g.2, h.11.

Event description:
Healthcare professional reported via jopbs literature abstract titled "breast reconstruction and radiation therapy today: how to reconcile artificial reconstruction and radiation therapy" unknown side capsular contracture observed in the postoperative radiation therapy case'. Device status unknown.

Event description:
Healthcare professional reported via literature article titled "breast reconstruction and radiation therapy today: how to reconcile artificial reconstruction and radiation therapy" unknown side capsular contracture observed in the postoperative radiation therapy case'. Device status unknown.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.